Event description:
A customer obsrved multiple repeatbale false positive troponin I results on samples from a patient. Falsely elevated results may lead to inappropriate physician action. The biased results were reported to the physician. The patient underwent a cardiac catheterization where no blockage was found, causing the physician to question the elevated troponin results. Testing on an alternate method yeilded results in the normal range